Event description:
Reporter indicated that the recently implanted vns patient was seen for a follow up appointment, and when a diagnostic test was performed, high lead impedance had resulted. The patient was referred back to the implanting surgeon for follow up. The surgeon opted to explore the cause of high impedance surgically. During the exploratory surgery, the surgeon first re-inserted the vns lead pin inside the generator, however, this subsequent diagnostic testing revealed that this did not correct the high impedance. The surgeon then opted to explore the electrode placement on the nerve. The surgeon had noted in the operative report that the electrode helices and anchor tether did appear to be in good contact with the vagus nerve; however based on the high lead impedance the electrodes were then readjusted on the nerve. Subsequent diagnostic testing has been within normal limits. No adverse events have been reported. Attempts for further patient and product information have been unsuccessful to date.